Event description:
It was reported patient experienced numerous inappropriate therapy leading physician to believe there may have been a lead fracture. As such, lead was explanted and replaced. No further patient complications were reported as a result of this event. It was further reported that there was a lead fracture, high impedance, sensing difficulty, and high thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) proximal conductor fractured; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. It was reported patient experienced numerous inappropriate therapy leading physician to believe there may have been a lead fracture. As such, lead was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of sensitivity shock, inappropriate high threshold.

Event description:
It was reported patient experienced numerous inappropriate therapy leading physician to believe there may have been a lead fracture. As such, lead was explanted and replaced. No further patient complications were reported as a result of this event.